Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (misaligned) issue. The reporter stated that she changed her battery this morning and when the pump powered back on the screen was no longer centered. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/17/2013 with the following findings: a review of the pump's history showed multiple call service alarms on the event date. The pump display screen was observed to be intact and aligned. The pump vibrated when an attempt was made to power on; however, the display screen remained blank. The pump case was removed and no damage was found to the pcb or display. A slave-processor reprogramming failed, indicating a slave-processor failure.